Event description:
The customer reported, the system "cannot be lit". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. System operates as intended. (B) (4).